Manufacturer narrative:
Surgeon stated "the pt is a (B)(6) female who has had bilateral unicompartmentals done. The pt is doing extremely well on her right side, but the left side continues to give her difficulty. The left side was done on (B)(6) 2009. In reviewing the x-rays, the compartment has collapsed on the medial side. The pt does state that she is getting along and she is able to do all her activities, but she does have pain and she notes that there is an increasing bow to her leg. After revision the pt has done very well."

Event description:
The surgeon previous performed a makoplasty unicondylar knee replacement inlay procedure on (B)(6) 2009 and revised to the pt to a makoplasty unicondylar knee replacement onlay procedure on (B)(6) 2011.